Event description:
It was reported that during a port placement procedure in the right internal jugular vein, the catheter allegedly fractured and the catheter migrated from superior vena cava right atrium to catheter tip in right atrium with fractured end of catheter tip to left brachiocephalic vein. It was further reported that the catheter was removed from the patient using a gooseneck snare via an additional access site through right common femoral vein. The patient reported to be stable.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2025).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one groshong catheter in two segments were returned for evaluation and two electronic photos were provided for review. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture and material separation issues as a complete compound break was noted on the returned catheter and a split was noted approximately 1.2cm from the proximal end of the second catheter segment. The edges of the complete compound break were noted to be uneven and the surface was observed to be granular and glossy. During functional evaluation, a leak from the split was noted upon infusing the second catheter segment. However, the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2025), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right internal jugular vein, the device allegedly broke and the catheter migrated from superior vena cava right atrium to catheter tip in right atrium with fractured end of catheter tip to left brachiocephalic vein. It was further reported that the device removed from the patient using snare via additional access site right common femoral vein. The reported to be stable.